Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient had their ipg explanted years ago. It is unknown to the manufacturer an exact date of explant. It is unknown to the manufacturer the exact reason for this surgery.